Event description:
Report received from united states indicating that the device "stopped working". It is known the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).